Event description:
The user facility reported that a facility technician cut his fingers while replacing a maxpure filter. The technician reported to occupational health where a tetanus shot was administered and his cuts were glued together and bandaged. The technician went home for the remainder of the day. The technician has fully recovered.

Manufacturer narrative:
The user facility reported that the technician twisted the maxpure filter by the wire handle to seat it in the filter housing, which caused the wire handle to detach from the filter cap and cut the technician's fingers. The technician did not follow the instructions included in the system 1e processor operator manual for proper placement of the maxpure filter, page 9-9:" insert filter. Align the core of the filter with the copper tube in the center of the filter housing. Slide the filter out of the plastic bag - connecting collar with o-ring facing down. Once the filter is in the housing, press on the top of the filter to ensure it is sealed." The technician improperly twisted the filter in the housing during installation which caused the reported cuts on his fingers. A steris account manager offered in-service to the user facility however the facility declined.